Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lenses identified contamination of device by foreign material from environment, a degradation problem was identified for the corrosion and a deformation/distortion problem identified for the puncture/hole. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cystonephrofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the objective lens is dirty, and the bending section cover has a hole and corrosion was found. There was no patient involvement.